Manufacturer narrative:
(B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026. No further information available.